Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference 2182269-2019-00107. During a ventricular tachycardia ablation procedure a cardiac perforation occurred. During epicardial access with the agilis introducer and advisor hd grid catheter, the heart was perforated. To stabilize the patient and repair the perforation, sternotomy was performed and the patient was put on cardiopulmonary bypass for open heart surgery. The user elected not to perform the scheduled ablation procedure. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.